Event description:
Invalid result (s). Test did not produce a result.

Manufacturer narrative:
Batch records were reviewed for final product manufacture and qc records. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. Complaint issue was unable to found from the retained cassettes. The complaint is not verified therefore, the root cause could not be determined.